Manufacturer narrative:
Patient city:(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set leakage at cannula. The infusion set was used for one day in a half. No further information available.